Event description:
Material no.: 320122; batch no.: 8186892. It was reported that during use of the bd ultra-fine¿ nano¿ pen needles the needle was clogged. There were 20 occurrences. The following information was provided by the initial reporter: consumer reported he couldn't push the pen and was not getting the insulin in. It worked during priming. He found every 3rd needle was working. He had about 20 pen with the same issue. Sample discarded, but will send out 2 unused pen needles. Incident date (B)(6) 2019. He does not re use the pen needle. Lot # 8186892; expiration date- 7-31-2023; item# - 320122.

Manufacturer narrative:
Investigation summary: customer returned (8) 32g, 4mm bd pen needles; 3 of the returned samples had their tear drop labels attached (unused), and 5 of the returned samples did not have their tear drop labels attached (used). Consumer reported he couldn't push the pen and was not getting the insulin in. The returned pen needles were examined and the following was observed: 4 of the used pen needles had broken non-patient end cannulas. 1 of the used pen needles had a bent non-patient end cannula. The 3 unused samples were tested for flow and passed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failures - the bent or broken needles on the non-patient end of the cannula would be the cause for no insulin flowing through, hence the customer would think the pen needle was clogged and difficult to operate (as reported). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Manufacturer narrative:
Investigation summary: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issues are unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
Material no.: 320122, batch no.: 8186892. It was reported that during use of the bd ultra-fine¿ nano¿ pen needles the needle was clogged. There were 20 occurrences. The following information was provided by the initial reporter: verbatim: consumer reported he couldn't push the pen and was not getting the insulin in. It worked during priming. He found every 3rd needle was working. He had about 20 pen with the same issue. Sample discarded, but will send out 2 unused pen needles. Incident date (B)(6) 2019. He does not re use the pen needle. Lot # 8186892; expiration date- 7-31-2023; item# - 320122.